Event description:
Provider alleges chair was in a lake and was delivered to the provider where overnight it allegedly caught on fire.

Manufacturer narrative:
Not all of the device was returned making the exact origin of the incident unknown. The text of the complaint does indicate the device was submerged in a lake which does suggest a possible cause. The evaluator could not find any beading on the base wiring indicating origin. Pride does warn in the consumer safety guide not to operate the unit in fresh or salt water.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges chair was in a lake and was delivered to the provider where overnight it allegedly caught on fire.